Event description:
Philips received a complaint on the defibrillator indicating that ¿in the checks, it was detected that the surface of the internal paddle had been deformed due to usage and disinfection.¿ . There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely. It was determined that there was an internal spoon failure due to use and disinfection. The internal paddle was out of warranty and was on hold at the long time so philips could not supply the new product. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to user error. The reported problem was confirmed.